Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found.other damages found during investigation are most likely related to explantation surgery. This is the final report.

Event description:
It was initially reported that the dl-coil would not link to the internal device (flashing red) when changing from opus2 to sonnet audio processor. The user would lose access to sound with the device. On (B)(6) 2019, the user was fitted successfully but after few hours lost access to sound again. Testing from (B)(6) 2019 showed normal measurements and the user could use the device. As per information from (B)(6) 2019, the dl-coil was again not linking to the internal ci. The user had no access to sound. These results were repeated again a week later. The external components were working correctly. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the dl-coil would not link to the internal device (flashing red) when changing from opus2 to sonnet audio processor. The user would lose access to sound with the device. As per information from (B)(6) 2019, the dl-coil was again not linking to the internal ci. The user had no access to sound. These results were repeated again a week later. The external components were working correctly. The user has been re-implanted.